Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer called to report centrifuge bowl leak during empty bowl phase. Customer stated that a system error 183 occurred, so she powered the instrument off and opened centrifuge lid to check the centrifuge bowl, this is when customer observed blood on the walls of the centrifuge. Customer aborted the treatment procedure and did not return any blood or products to patient. Customer reported that the patient was stable. Cts asked customer if there was any clotting or occlusions observed in any part of the kit, customer stated no there were none. Cts asked what the blood loss was, customer stated about 150 ml. Cts asked if new treatment will be started for patient. Customer stated yes. Customer returned the kit and data key for investigation.

Manufacturer narrative:
A review of lot file b722 was performed. There were no non-conformances or alarms associated with this event type reported for this lot. Date of manufacture: 07-2013. Expiration date: 07/01/2013. This lot met all release requirements. A review of the complaint file for lot b722 was performed. There was one other centrifuge bowl leak reported to date for this lot. No trends detected. The customer returned the kit and data key for investigation. These items have been received and the investigation is still ongoing at this time. Therefore, no root cause can yet been determined. (B)(4).